Event description:
It was reported to baxter (B)(4) that a colleague infusion pump was serviced for a damaged battery alarm. This condition had the potential to interrupt delivery. There was no report of when or in which care area this condition occurred. There was also no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). It was determined by quality engineering that the reported problem of damaged battery alarm, that was attributed to depleted main batteries, was a result of user error.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump serviced for a damaged battery alarm was confirmed and duplicated during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and harness were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.